Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 578mg/dl which was treated with insulin pen and insulin pump. Customer¿s current blood glucose was 504mg/dl. Customer had symptom like they are just peeing. Customer also stated that they had blood glucose like 500mg/dl, 405mg/dl. Customer reports insulin exited at the quick release. Product will not be return for analysis.